Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The programmed fill volume was 170ml and the total ultrafiltration (uf) volume was 68ml. This uf volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. Probable cause was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device met specifications. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).